Manufacturer narrative:
The customer reported communication loss (comm loss) on their central nurse's station (cns). According to the customer, they're experiencing comm loss on 3 cns and 6 remote nurse's stations (rnss) on the 5th and 6th floor. Technical support is working with the customer to resolve the reported issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported communication loss (comm loss) on their central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported communication loss (comm loss) on their central nurse's station (cns). According to the customer, they're experiencing comm loss on 3 cns and 6 remote nurse's stations (rnss) on the 5th and 6th floor. Technical support is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is unknown. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references (B)(4). Follow up 001.

Event description:
The customer reported communication loss (comm loss) on their central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the connected devices. They were experiencing comm loss on 3 cnss and 6 remote nurse's stations (rnss) on the 5th and 6th floor. No patient harm was reported. Investigation summary: with the available information, it is reasonable to determine the root cause to be the environment (fiber cables). The indicator lights for the fiber cables indicated that the cables were not on. There was no evidence of a cns malfunction. A review of the serial number history shows no recurrence of the reported issue. A review of the facility's history shows one similar occurrence of the reported issue. Ticket 131447 reported intermittent comm loss. The root cause of that event was unidentified. This was reported and resolved by the customer twelve (12) days before the current ticket. This issue is most likely a reoccurrence of ticket 131447. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the connected devices. There was no patient injury reported.